Event description:
On (B)(6) 2022: customer reports printer power cord for the alere universal printer was faulty causing sparks and a burning smell. Power cord was bent and exposed wires were visible; section of the cord that was damaged was the section that connects the printer to the wall. Customer states issue caused a short circuit to that side of the building. No adverse patient outcomes occurred.

Manufacturer narrative:
Pending results of investigation.

Manufacturer narrative:
D9: updated to include date product was received. H3: updated to reflect that product was evaluated. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the printer lot met all final release specifications. The risk of a damaged power supply (e.g. Exposed wire) was assessed in the ldx system use risk management report (rmr-100-20411, rev ah) and clinical effects report for the cholestech ldx system (cer-100a, rev e). The probability of occurrence of life-threatening harm for a power supply is remote. The risk is considered acceptable; no new hazard has been identified. An investigation was performed on the returned printer, printer power adaptor and printer power cord. Visual examination verified the damage on the returned printer power cord as the cord appeared to be split open on the adaptor end leaving wires exposed. The customer indicated that the power supply had been inspected by a third party in (B)(6) 2022 and no issues were identified. The cause of the damage could not be determined from the available information. Complaints are tracked and trended on a monthly basis.